Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist identified quality control (qc) recovery was low for carbon dioxide (co2) and the q-gard filter had been replaced. The ccc specialist suggested checking the filter to ensure the correct filter installation. The customer stated that a q-gard filter had not been replaced and unsure if a progard filter was accidently installed. The customer was instructed to check the water purification module (wpm) maintenance log and identified that the q-gard filter was replaced twice. To further troubleshoot, the ccc specialist provided instructions to empty the water tank twice, recalibrate and reset the instrument. After the troubleshooting performed, the customer ran qc and identified the results were within the acceptable range, and the instrument is functioning according to specifications. The cause of multiple carbon dioxide (co2) discordant patient results was use error. No further evaluation of this device is required.

Event description:
Multiple carbon dioxide (co2) discordant patient results were obtained on a dimension vista 1500 instrument. The customer informs that four initial patient results were reported to the physician(s). The customer used the same samples and performed repeat testing on an alternate instrument. A corrected report was issued. There are no reports of patient intervention or adverse health consequence due to the co2 discordant results.